Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited no image output and image whiteout. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely no image and image whiteout occurred due to damage on objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.